Manufacturer narrative:
As returned, the thumb screw is fractured just below the knob. The diameter of the shaft is conforming to print specifications. The hardness measurement of the thumb screw meets print specifications. The diameter of the shaft is conforming to print specifications. The rubber o-ring was not returned. The device was used for treatment. A definitive cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
The lateral alignment frame broke off the cup inserter while the doctor was impacting the cup into the patient. All pieces of the frame were found and the surgery was completed without the broken instrument